Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a laparoscopic repair in (B)(6) 2010. On (B)(6) 2014 the patient had an infected and disintegrated hernia mesh removed from her abdomen. The patient has had a abdominal pain, infection, tenderness and several emotional distress.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a laparoscopic repair in (B)(6) 2010. On (B)(6) 2014 the patient had an infected and disintegrated hernia mesh removed from her abdomen. The patient has had a abdominal pain, infection, tenderness and several emotional distress.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a laparoscopic repair in(B)(6) 2010. On (B)(6) 2014 the patient had an infected and disintegrated hernia mesh removed from her abdomen. The patient has had a abdominal pain, infection, tenderness and several emotional distress.